Manufacturer narrative:
Unit alarmed during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform operating current and error test, or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify air bubble, communicate to carelink pro or e70 alarm due to a35 alarms. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 212 mg/dl. Troubleshooting was performed. The customer stated the insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Additional information has been provided in section that was not included on the initial complaint.

Event description:
The customer states the insulin pump is delivering bolus slower than expected also, believes the insulin pump and infusion set are preventing insulin delivery. During trouble shooting motor position encoder error alarm was found. The customers blood glucose went from 106 mg/dl before bed to 253 mg/dl when she woke up.